Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged cable unit. The most probably cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a dark and unclear image; the cable was broken, and its protector was cut and torn. It occurred during set-up/inspection for use. There were no reports of patient involvement.